Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented in clinic after receiving inappropriate therapy for af with rapid ventricular response. Programming changes were made. The patient was stable and will continue to be monitored.